Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the bands were successfully deployed; however, the bands failed to remain attached on the lesion. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2949 captures the reportable event of bands falling off varix. Block h10: investigation results the returned speedband superview super 7 device, and a visual evaluation noted that the ligator head, handle assembly and irrigation catheter were returned with the device. A crimp was present on the trip wire. The trip wire was partially rolled and it was secured in the handle slot assembly slot when received; however, the trip wire was kinked in several locations. The ligator head had five bands attached and these bands were properly placed in the ligator head. It was noted that the ligator head teeth was undamaged. Additionally, the suture was intact and was attached to the ligator head. The suture hole was in good condition and no damages were found. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were successfully deployed; however, the bands failed to remain attached on the lesion. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.